Event description:
It was reported that the patient was feeling tired, dizzy and lightheaded. Approximately one month post leadless implantable pulse g enerator (ipg) implant the patient noticed their heart rate was dropping and they would feel horrible. The patient said their heart rate was dropping into the fifties. Then the patient felt fine for another month and then they noticed their heart rate dropping again. The leadless ipg was reprogrammed to a lower set rate. The leadless ipg then was noted to be pacing below the lower rate. The patient mentioned that their episodes of not feeling well were increasing. The patient mentioned their neck started hurting and that's how they know if their heart rate is dropping. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.